Event description:
(B)(6) clinical study. Same case as MDR ID#: 2134265-2012-03639 and 2134265-2012-03644. It was reported that post a stenting treatment procedure, the patient experienced in-stent restenosis. The patient presented due to unstable angina. The first 80% stenosed and 12mm long target lesion was located in the distal left anterior descending (lad) artery with a reference vessel diameter of 2.5mm. The first target lesion was treated with direct stent placement using a 2.5x16mm taxus element stent, resulting in 0% residual stenosis. The second 80% stenosed and 18mm long target lesion was located in the mid lad with a reference vessel diameter of 2.7mm. The second target lesion was treated with direct stent placement using a 2.5x24mm taxus element stent, resulting in 0% residual stenosis. The third 90% stenosed and 12mm long target lesion was located in the proximal lad with a reference vessel diameter of 3.0mm. The third target lesion was treated with direct stent placement using a 3.0x12mm taxus element stent, resulting in 0% residual stenosis. The patient was discharged the following day on aspirin and clopidogrel. (B)(6) 2011 - the patient presented with acute coronary syndrome with negative troponin values and was hospitalized the same day. The physician observed 95% diffuse restenosis of the previously placed stent located in the proximal lad. The in-stent restenosis was treated with balloon angioplasty, resulting in 0% residual stenosis. The patient was discharged two days later.

Manufacturer narrative:
Device is combination product.(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not (B)(4) completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed.(B)(4).